Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after feeling symptoms of ventricular tachycardia (vt). An electrocardiogram (ECG) was done which indicated vt as well, and the patient was subsequently cardioverted. It was determined that the wavelet suspended detection during the vt episode due to a high match score and therefore detected the arrhythmia as supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.